Event description:
The customer stated that after the support fell, the screen does not turn on anymore.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.